Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed, and an increased rate of power consumption was confirmed. Residual gas analysis found a higher-than-expected amount of hydrogen within the device. Analysis confirmed a high current condition associated with the pacemaker low voltage capacitors. This high current condition depleted the device battery faster than normal.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). Boston scientific technical services (ts) reviewed the diagnostic data and confirmed the power consumption of this device has been increasing during the past year and is expected to continue to increase. This device was surgically explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). Boston scientific technical services (ts) reviewed the diagnostic data and confirmed the power consumption of this device has been increasing during the past year and is expected to continue to increase. This device was surgically explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.